Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed¿ when attempting to rewind and fill tubing, despite a successful dry run with supplies removed; the user had reused an insulin cartridge off label due to running out but later confirmed no abnormalities in the tubing, and replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy without blood glucose impact. Investigation included communication with the user, analysis of the information provided, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.